Event description:
It was reported that the ventricular connector was not holding cables in place. The same cables click in and hold on the atrial connector. The external pulse generator (epg) was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the locking mechanism inside the connector was defective. It was also noted that the bails and covers were missing. (B)(4).